Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. In addition, in situ measurements from 2014 show two channels involved in a short circuit. Reportedly the recipient suffered from temporary pain at the implant site without wearing the external device due to undetermined reasons. However, to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Around (B)(6), 2022, the user felt pain at the implant site even when not wearing the external device and around end of (B)(6), 2023 the user complained she lost hearing perception with the device. Re-implantation is considered, but no date has been scheduled yet.

Event description:
Almost 8 months ago the user felt pain at the implant site even when not wearing the external device. At the moment the user doesn_t feel the pain at the implant site anymore but last week around end of (B)(6) 2023 the user complaint she lost the hearing perception with the device. Reimplantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Around (B)(6) 2022, the user felt pain at the implant site even when not wearing the external device and around end of (B)(6) 2023 the user complained she lost hearing perception with the device. The user was re-implanted.

Manufacturer narrative:
Additional information: according to the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. In addition, in situ measurements from 2014 show two channels involved in a short circuit. Reportedly the recipient suffered from temporary pain at the implant site without wearing the external device due to undetermined reasons. However, to determine an exact root cause of failure a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturers experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. In addition, in situ measurements from 2014 show two channels involved in a short circuit. Reportedly the recipient suffered from temporary pain at the implant site without wearing the external device due to undetermined reasons. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Around (B)(6) 2022, the user felt pain at the implant site even when not wearing the external device and around end of (B)(6) 2023 the user complained she lost hearing perception with the device. The user was re-implanted.